Event description:
The end user reported that the eakin seal melted down so much it got inside her stoma and blocked the stoma from allowing effluent to come out. She reported that the incident happened after surgery when she was in the intensive care unit following revision for a stoma and other surgeries. She was using the eakin seal with an unknown wafer for approximately three days. She stated that the nurses and her doctor had never seen anything like it. The eakin seal melted and covered her stoma and was inside her stoma preventing stool from coming out. The nurses were able to manually remove the eakin seal residue from the stoma and she stated the stoma started functioning again. She reported that she would never use one of these products again. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), third party manufacturing site: (B)(4).